Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg seemed to be too deep under the skin and hard to locate. The patient reported that the ipg was tilted. X-rays were taken and confirmed that the ipg turned at about an 80 degree angle. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patients charging issue was due to the patients fat tissues had dissolved causing the ipg turned sideways. The patient underwent a revision procedure wherein the physician just tightened the battery at the ipg site.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg seemed to be too deep under the skin and hard to locate. The patient reported that the ipg was tilted. X-rays were taken and confirmed that the ipg turned at about an 80 degree angle. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg pocket revision procedure.